Event description:
On 11/18/2007 the patient's diabetes nurse reported that the patient was taken to the hospital by ambulance in 2007. The patient suffered a slight heart attack one day prior, and was found on the following day, in a coma. Her blood glucose measured 50 mmol/l (900 mg/dl). As of 2007, the patient had not yet been released from the hospital. The infusion device was requested to be returned for evaluation. No further information is available.